Event description:
It was reported that a user newly started on the ilet experienced hyperglycemia after lunch, with blood glucose remaining high (400 mg/dl0 for approximately two hours and later measured at 370 mg/dl while trending down slowly. The pump was described as conservative during initial adaptation, and the user received troubleshooting education including monitoring and potential supply change. Symptoms included high blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer care troubleshooting and follow-up monitoring. Investigation of this case revealed that glucose began to decrease without device replacement, and no device malfunction was identified. It was concluded that the event was hyperglycemia with an unclear cause during initial use and adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.